Manufacturer narrative:
(B)(4). The onset of the patient's bacteremia is captured under MFR # 2916596-2022-14693. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital with fever, chills and rigors, as well as with some power spikes. Log files captured routine events but there was a slight uptick in pump power over the course of data capture on (B)(6) 2022, as well as a decreasing trend in pulsatility index (pi) values. It was noted that the patient's previous power values were around 6 w, and at this time they were running in the 6.5 w range. The patient was transferred to an outside hospital and on arrival their ventricular assist device (vad) parameters were stable and lactate dehydrogenase (ldh) and haptoglobin were noted to be stable without clear signs of hemolysis. Log file review captured routine events. A computed tomography (CT) scan showed thrombus in the outflow cannula which was thought to be the source of the patient's thromboembolic events. It was noted that the patient also had chronic bacteremia and had a mechanical mitral valve replacement (mvr) and automatic implantable cardiac defibrillator (aicd). On (B)(6) 2022 the patient underwent a heartmate ii to heartmate 3 pump exchange.

Event description:
The patient was on linezolid and minocyclin for chronic suppressive therapy. Related manufacturer reference number: 2916596-2022-15244.

Manufacturer narrative:
Section h6: health effect - clinical code: 4846 bacteremia. Manufacturer¿s investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not confirm the reported event of suspected outflow graft thrombus. Review of the submitted log files confirmed a slight elevation in pump power; however, a specific cause for this elevation could not be conclusively determined through this evaluation. Additionally, a specific cause for the reported event of infection, as well as a direct correlation to (B)(6), could not be conclusively established through this evaluation. The submitted log files contained data from 15aug2022 through 30sep2022, per the timestamps. A slight uptrend in pump power was observed from 22sep2022 to 28sep2022. A slight downtrend in average pulsatility index (pi) was also observed during this timeframe. No other notable events were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. (B)(6) was returned assembled with the driveline cut approximately 5¿ from the pump housing. The remaining portion of driveline was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The outflow graft and the outflow graft bend relief were returned attached to the outlet elbow. The outflow graft and outflow graft bend relief were cut approximately 1.5¿ from the hardware and the distal portions were not returned. The outlet elbow was returned attached to the pump. A bend relief collar was present and secured with green suture. Upon disassembly of the returned pump, visual inspection of the blood-contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to the reported elevation in pump power. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Examination of the returned portion of driveline found it to be unremarkable. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for vad-19855 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C. Is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including device thrombosis and infection. Section 1 also addresses pump speed, power, flow, pulsatility index (pi), and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, ¿patient care and management¿, outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. Additionally, this section includes information regarding how to prevent and control infection and lists infection as a potential late postimplant complication. The heartmate ii patient handbook rev. C is also available. This handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.